Manufacturer narrative:
(B)(4). Date sent: 05/10/2021. D4: batch # u5dy1r. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, while the green check mark was present when the battery was installed, indicating that the device achieved a full firing stroke. Nothing unusual was observed on the end effector, anvil, or washer remnants. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Also, if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the device in this condition may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: was there a change in the procedure? The procedure originally was posted as a robotic sigmoid colectomy and was changed to an open procedure, due to the amount of adhesions the patient had. Secondly, dr. (B)(6) had to over sew the anastomosis due to the 1 cm opening that was discovered after firing echelon circular. Could you please clarify if there were any patient consequences? There were no patient consequences other than the need to over sew the anastomotic staple line. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? As of 3/22, the patient was still in the hospital due to a collection of fluid in the pelvis. Dr. (B)(6) stated that there had not been a change in post-operative care. What purse string technique was used? A purse string technique was used. Why did the surgeon choose the 25 device for this patient? The surgeon chose a 25 device because the 28mm sizer that was inserted in the anus/rectum felt too tight. Did they use a sizer? Yes, a 25mm sizer was used first, followed by a 28mm. Did they remember if there was fold in the colon after they synched the purse string around the anvil shaft? Unknown. What were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? The surgeon fired the device and has extensive experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. Was a complete transection of the white breakaway washer visually confirmed? Yes what was observed at the site of the leak? Anterior. Were there any issues with the tx30b device? No. What is the status of the patient? The patient has been discharged and is doing fine. There have not been any adverse outcomes reported. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the doctor performed an open sigmoid colectomy on a patient that presented with diverticulitis. A tx30b stapler was used to staple the distal segment and was then transected using a ten-blade scalpel. The anvil of the cdh25p stapler was placed in the proximal segment of the colon and secured using a 2-0 prolene suture. The circular stapler was inserted transanally, the spike was extended, and connected to the anvil. The stapler was closed and compressed to the bottom portion of the tissue compression scale. The device was fired, and a green check mark was observed. The adjustment knob was opened 2 full 360-degree revolutions and the device was removed, without any resistance. The anastomotic rings were then inspected. The distal ring was complete and intact. The proximal ring was incomplete. The anastomosis was then visually inspected. There was approximately a 1cm area at the anterior portion of the anastomosis that was open. The remainder of the anastomosis looked fine, with appropriate staple formation. Doctor used multiple interrupted 3-0 vicryl sutures to close the 1cm area. Doctor then used a colonoscope to perform a leak test and visually inspect the anastomosis from an intraluminal standpoint. An air leak was not identified. A drain was used in the pelvis before the patient was closed.